Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. System check was being performed by tandem technical support; however, the customer declined to complete the system check. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.